Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in customer's pocket while moving equipment, and the touch screen became crushed. Customer is unable to interact with the pump due to the damage. Customer's blood glucose was 85 mg/dl. Reportedly, customer did not have a form of backup therapy available and declined follow-up from tandem technical support.